Manufacturer narrative:
A returned was issued and the product was evaluated upon receipt. A follow up will be filed if/when any additional information is provided.

Event description:
The dealer stated the unit will not turn on. No injury or property damage reported.